Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. The patient stated that boluses performed manually on the infusion device are not taken into consideration during bolus advice even after syncing the devices. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.